Event description:
The plastic shaft of a uterine manipulator being used during a laparoscopic bilateral ovarian cystectomy broke into two pieces. Both sections recovered with no harm to the patient. Uterine manipulator injector 4.5 ref.